Event description:
It was reported that the implant at tooth site 33 failed to integrate due to bone loss and infection and was removed. Per indicated: non integrated, bone loss, infection. Additional appointment required: yes, to place a new implant. Symptoms as a result of the event: pain.